Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for disconnection was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A root cause was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) machine during initial drain, the home patient (hp) revealed that there was air in line. During a follow up with the hp, it was revealed that when they hooked up one bag, the line went in and came back out. The hp stated that they continued with therapy after that happened. The hp was not sure what might have caused the miss-pike. The hp said it was the only time anything like this had happened and that therapy was going okay. The hp did not notice anything unusual with the supplies and said he looks over them pretty well. The hp did not notify his nurse. The hp was advised to notify the nurse if air is found in the line. The patient was involved, but there was no patient injury or medical intervention was reported.